Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Device issue: stent dislodgement. Adverse event: death. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the graftmaster stent was deployed to seal a perforation; however, the stent dislodged distally and was implanted. Reportedly, the perforation was sealed; however, the pt died. Exact date and cause of death is unk. Reported info indicates that the graftmaster did not cause additional complications or the adverse event. Though requested, additional info was not provided.

Event description:
Reporter alleged the customer obtained the results of 443 mg/dl and 96 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the drum vial was discarded, so no strips will be returned for evaluation.